Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-2324bct-2 bio-composite swivelock anchor became deformed upon insertion. Surgeon opened a new anchor and completed the case without further issues. This was discovered during an rcr on (B)(6) 2022. Additional information received on (B)(6) 2022: the anchor deformed and ended up breaking inside the patient, all fragments were retrieved. Surgeon completed case using another ar-2324bct-2 bio-composite swivelock from lot number 14180386. No further issues has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.